Manufacturer narrative:
It was reported the catheter was leaking from the hub during a procedure. To aid in the investigation, two samples with the plastic shields, but no packaging blisters, were received for evaluation by our quality team. A visual inspection was performed and there is a molding short shot 3/8" from the bottom part of the needle hub. Each sample was then connected to a syringe with saline solution. The samples all have leakage through the short shot. This defect could occur if there was a process variation during the needle hub molding. A device history record review was completed for provided material number 305107, lot 1300553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The samples will be shown to the associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd precisionglide¿ needle 30gx1/2in ga there was leakage at the connection site. There was no report of patient impact. The following information was provided by the initial reporter: leaking at catheter hub during procedure.